Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device alarmed for channel disconnect during an unspecified procedure. The rn removed the tubing, however; the issue was not resolved. The rn then replaced a second module and the issue continued. After replacing with a third module, there were no further issues.